Event description:
Caller reported a malfunction on the pump after it got wet while being worn in a bathing suit and was exposed to waves. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts decided to replace the pump, provided instructions for storage mode, and advised steps for setting up the new pump. The caller agreed to return the current pump using a pre-paid label and was informed about using an updated pump with instructions for sensor use.